Manufacturer narrative:
Continuation of d10: product ID a820, product type: software; product ID hh90t01, serial# (B)(6), product type: mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving baclofen and dilaudid (hydromorphone) via an implantable pump for non-maligant pain indications for use. It was reported that 'a little while ago,' every time they attempt to connect to the pump, it gets to 90% and it takes anywhere from a minute to a minute and a half to kick over the last 10% (finish connecting). The patient also mentioned that it takes a long time to sit and hold the communicator against their pump. When the agent inquired event date, the patient stated that 'it's been a while and I've lived it for a while,' then stated 'a couple months, and it's gotten worse in the last week or two.' The agent assisted the patient in clearing the data. The patient read out a 4-minute lockout so patient will monitor and call back for assistance as needed. The patient provided product feedback that it would be easier to handle 1 ptm, whether the handset or 8835, vs trying to hold and manage 2. The agent documented reported feedback.